Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement for normal battery depletion, the right atrial (ra) lead had degraded insulation, where the physician had commented on the age of the lead. Lead was successfully repaired with glue. The lead remains in-service. No adverse patient effects were reported.